Manufacturer narrative:
3 of 9 reports. Device is not available to manufacturer.

Event description:
It was reported in a clinical trial procedure to treat a right posterior communicating artery aneurysm, the patient had hemianopia and delirium. On imaging, occipital micro embolic infarcts were seen which resulted in prolonged hospitalization for the patient. The event was treated with physiotherapy and oral olanzapin 5 mg for delirium for 5 days and recovered. In the physician's opinion, the event was possibly related to the subject device and other stryker devices used in the procedure.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that in a clinical trial, the patient had hemianopia and delirium post procedure with the subject guidewire. The ae was treated with physiotherapy and oral olanzapin 5 mg for delirium for 5 days. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported in a clinical trial procedure to treat a right posterior communicating artery aneurysm, the patient had hemianopia and delirium. On imaging, occipital micro embolic infarcts were seen which resulted in prolonged hospitalization for the patient. The event was treated with physiotherapy and oral olanzapin 5 mg for delirium for 5 days and recovered. In the physician's opinion, the event was possibly related to the subject device and other stryker devices used in the procedure.